Event description:
Report states that a pt, with acute renal failure, fluid overload, and respiratory failure, due to pulmonary edema, was admitted to the facility's intensive care unit. The pt's past history reportedly included successful treatment for microscopic polyarteritis nodosa with intravenous immune globulin, corticosteroids, and azathioprine. Pt's renal function improved, and remained stable with a creatinine of 1.7 mg/dl. On the day of pt's current admission to the ICU, pt presented with respiratory failure, pulmonary edema, and renal failure. Subsequent lab tests reported pt's hemoglobin as 11 g/dl, creatinine 11.6 mg/dl, urea 277 mg/dl, sodium 126 meq/l, potassium 6.2 meq/l, phosphate 9.2 mg/dl, and blood ph 7.24. Pt was reportedly treated with high-dose methylprednisolone, plasmapheresis, and hemodialysis. She was intubated, mechanically ventilated, and placed on an intravenous immune globulin (400 mg/kg). Although pt's pulmonary edema resolved, her renal function did not, and she remained on hemodialysis every other day.

Manufacturer narrative:
Report states that persistent discrepancies were observed between the values obtained on a point of care blood glucose monitor, and values obtained on in the facility's laboratory, which coincided with the initiation of the intravenous immune globulin. Pt was reportedly treated with an intravenous glucose solution, after which blood glucose levels normalized; however, pt never regained consciousness. Head CT scans, performed 48 hours apart, revealed no abnormalities. Report notes that pt remained in a persistent vegetative state and expired 13 days later.